Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female who underwent primary breast augmentation with a mentor smooth round moderate profile 300 cc saline prosthesis experienced bilateral chest pain, right sided tender post procedure. The patient stated that she has a hard time breathing , muscle spasms, stabbing pain when she squeezes the bottom of the implants. The patient consulted the physician, and no diagnosis as of this report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) could not be performed, since this lot was not recognized number in mentor system. Follow ups were performed with no response received. If additional information's received, mentor will report accordingly. Manufacturer¿s reference number: (B)(4).